Manufacturer narrative:
The event date was unknown but during the week of (B)(6) 2018. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000ml eva tpn bag broke upon insertion of an unspecified set into the bag. The reporter stated that this led to solution splashing on the nurse and patient. There was no report of patient or nurse injury or medical intervention associated with this event. No additional information is available.